Manufacturer narrative:
Device received with missing segments or partial display due to cracked and bleeding lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had flashing display. The blood glucose of the customer was unknown. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer advised to place the pump in storage mode remove battery, press and hold the back button until the screen turns off. The device will be returned for the analysis.